Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet pump screen cracked after the user rolled onto the device during sleep, after which the device would not unlock to allow meal announcements, and the user reverted to multiple daily injections; blood glucose was reported to be in range and there were no alerts or injuries. No adverse clinical effects or injury reported. Outcomes included minor temporary device-use limitation that required a replacement device without hospitalization. Customer care provided support that included complaint review and device replacement logistics; data were not synced prior to shut down and the device was shut down per instructions. Investigation of this case revealed physical damage to the display rendering the user interface unusable. It was concluded that the event was due to accidental user-induced physical damage, not a device malfunction.